Manufacturer narrative:
This is a supplemental report. After follow up communication with the user facility, they indicated the lens was removed and discarded by the specialist. However, the lens injector was returned to lenstec and was subsequently sent to the manufacturer for investigation. Upon inspection, the titanium injector was found within specification. A random sample of the tip dimensions was performed with no issues found. The injector test complied with the requirement "actuation of plunger to be smooth with minimal rotational play". An injector cartridge was inserted and no functional issues were noted. Based on the investigation previously carried out, lenstec, reiterates that there is no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Initial report: a full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. Lenstec was unable to sample any lenses from the batch as all have been sold. Additionally, there were no previous complaints received from this batch. Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Additionally, lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec has also conducted extensive testing on the lens model and the instruments used and our results indicate that these devices are compatible. This complaint will remain open pending the additional information requested and the receipt of the explanted lens. Once the evaluation is complete a supplemental report will be issued. - (B)(6).

Event description:
This is a supplemental report with additional information about the event lenstec inc. Received via email, a notification stating "lens shot out of cartridge, ruptured capsule and lens fell into posterior vitreous". Additional information provided stated "cataract removal without difficulty. When implanting physician attempted to inject the lens into the eye using plunger shooter (i9011-s) with cartridge (cart 45s), the lens suddenly sprung forward with minimal tension or pressure. The lens broke through the capsule and went into the posterior viterous. The lens was unable to be retrieved. A vitrectomy was performed and a sulcus based lens inserted. Patient will go to retina specialist to have the hd lens removed from posterior vitreous".

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. Lenstec was unable to sample any lenses from the batch as all have been sold. Additionally, there were no previous complaints received from this batch. Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Additionally, lenstec believes that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Lenstec has also conducted extensive testing on the lens model and the instruments used and our results indicate that these devices are compatible. This complaint will remain open pending the additional information requested and the receipt of the explanted lens. Once the evaluation is complete a supplemental report will be issued.

Event description:
Lenstec inc. Received via email, a notification stating "lens shot out of cartridge, ruptured capsule and lens fell into posterior vitreous." Additional information provided stated "cataract removal without difficulty. When implanting physician attempted to inject the lens into the eye using plunger shooter (i9011-s) with cartridge (cart 45s), the lens suddenly sprung forward with minimal tension or pressure. The lens broke through the capsule and went into the posterior vitreous. The lens was unable to be retrieved. A vitrectomy was performed and a sulcus based lens inserted. Patient will go to retina specialist to have the hd lens removed from posterior vitreous".